Manufacturer narrative:
(B)(4) - a batch review was conducted on potentially associated lots (h11k12059 and h11j25020) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
On (B)(6) 2012, product surveillance contacted the homechoice patient (hp) regarding an unrelated alarm. The hp stated that they were currently in the hospital with peritonitis. The hp stated that they believed it was related to pd therapy. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 for additional information regarding this peritonitis event. The pdrn stated that the hp was hospitalized on an unknown date for antibiotic treatment. The hp was released from the hospital on (B)(6) 2012. Peritoneal effluent cultures were obtained, but the pdrn did not yet have access to those results. The pdrn stated that the cause of this peritonitis event was unknown. The hp was recovering from this event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.